Manufacturer narrative:
(B)(4). On an unreported date in 2015, the patient experienced peritonitis. The reported product is an unknown baxter minicap. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis therapy. The breach in aseptic technique was further described as the patient did not replace the minicap for each peritoneal dialysis therapy and instead used one minicap for the entire day of peritoneal dialysis therapy. On an unreported date, the patient was hospitalized for the peritonitis event. On unreported date(s) during the hospitalization, the patient was treated with unspecified antibiotics (route, medication, dosage, frequency, and duration not reported) for the peritonitis event. Dianeal therapy was ongoing. After ten days of hospitalization, the patient was discharged. The patient was recovered from the peritonitis event. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.